Event description:
The customer received blood glucose results of 500mg/dl and "hi". The customer took extra insulin based on the reading received and bottomed out. Paramedics were called and they tested blood glucose and received a result of 67mg/dl. The customer was given glucose gel and taken to the hosp. No treatment was given at the hosp. The customer was kept for observation for 9 hours. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.